Event description:
The technician alleged the brakes are locking, but the brake casters are ratcheting. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.